Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), the barewire tip was noted to have broken and stretched coils. There was no device use or patient involvement. A new emboshield nav6 eps was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported damage to the tip coils was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the damage to the tip coils was related to inadvertent mishandling during preparation. It is likely that after preparation of the device, and during removal from the loading tray, the tip of the barewire became compromised due to inadvertent mishandling causing the noted stretched tip coils. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 1069 was removed.

Event description:
Subsequent to the initially filed reports the device was received and there was no break on the tip, rather the tip was kinked and stretched. No additional information was provided.